Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. The pulse generator exhibited oversensing. The device was reprogrammed and the patient would be monitored.